Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not open. A technical support specialist (tss) remoted into the cabinet and found that every other drawer was showing in yellow. The tss instructed him to perform a hard reboot on the cabinet, and the cabinet came back online. The tss stated that the cabinet did not have an uninterruptible power supply and was plugged directly into the wall. The customer was able to access the medications without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer failed to open during a medication issue. Upon remote review, multiple drawers were displayed in yellow. The customer performed a hard reboot, after which the cabinet came back online and the medications became accessible. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.